Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's insulin pump was delivering boluses above their maximum bolus setting. The customer¿s blood glucose level was unknown but low at the time of the incident. The pump was also giving multiple motor errors and no delivery alarms. Troubleshooting was not completed the insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion and prime . No excessive no delivery alarm, no under or over delivery anomaly noted and passed the delivery accuracy test at 0.08720 inches. Motor passed motor test. (B)(4).